Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blood at site from the sensor. The customer's blood glucose reading was 170 mg/dl. The customer stated that she inserted a new sensor and it started gushing out blood. The customer had to go to the emergency room because she was bleeding all morning to the afternoon. The customer stated that the sensor hit an artery in the skin. The customer will be sent a replacement sensor.